Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right breast pain (sometimes shooting pain), "a lump in my right breast and noticed change in the shape, "right ruptured implant and bilateral leaking," and "mental stress and continued sufferings." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
Device has been explanted.

Event description:
Patient representative later reported "implant rupture" and "pain". Patient representative reported "had plaintiff known the truth about allergan's biocell textured breast implants, they would not have had them implanted into their body. Instead they would have, among other things, forwent implantation, or chosen smooth microtextured implants, thereby avoiding the heightened risk of suffering the symptoms described. Plaintiff did not suffer from lymphoma, they unfortunately experienced an implant rupture that necessitated ultrasounds, caused pain, required surgery, among other such harm. Plaintiff also continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal and financial hardship due to the continuous fear of bia-alcl. Most notably, however, plaintiff has had to undergo surgery and lose breast tissue in conducting pathology examinations due to allergan's egregious misconduct. Further, plaintiff had had to take time away from work in order to seek medical treatment, advice, and consultation, and due to the stress and anxiety related to their flawed allergan implants." Device was explanted and replaced.